Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from a laparoscopic video-assisted thoracoscopic (vats) lobectomy, the patient developed atrial fibrillation. This was treated with a beta-blocker drug. The event resulted in 7-day extended patient hospitalization.